Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment, the distal end of the pipeline appeared to not fully open. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the left posterior communicating artery. The landing zone was 4.3 mm proximally and 4.7 mm distally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. The pru level was 88. The angiographic result post procedure was excellent. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. It was resheathed less than 2 times. No other additional steps were required to open the pipeline. The pipeline was removed and resheathed with the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received stating that the cause of the event was not determined. No malfunction of the phenom 27 was noted. Ancillary devices include a guide catheter: bmx96, lot h00007762. A microcatheter: phenom 27, lot 230455817. And a guidewire: aristotle 24, lot 034391.